Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2017 with the following findings: a review of the pump histories indicated that the basal change history for (B)(6) 2017 correctly matched the user¿s programmed rates. The basal change history appeared to be inaccurate at 16:20 on (B)(6) 2017 due to an occlusion alarm followed by a cancelled bolus at 16:22; insulin deliveries resumed at 16:28. On (B)(6) 2017 at 20:10 a temporary basal program was run until 21:07. An occlusion alarm was recorded at 06:32 on (B)(6) 2017 and deliveries resumed at 06:40. A temporary basal rate was run on (B)(6) 2017 from 06:55 to 07:22. A ¿basal edit not saved¿ alarm was recorded on (B)(6) 2017 at 11:40, indicating that the user attempted to edit the basal rate but did not select ¿save¿. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects and no errors, alarms, or warnings occurred during investigation. The complaint could not be confirmed or duplicate don investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 450 mg/dl with sweating and nausea associated with an alleged inaccurate delivery issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The inaccurate delivery issue reportedly began on (B)(6) 2017. During troubleshooting, it was notes that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.